Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of an emerge mr balloon catheter. The device was microscopically and visually examined. There were numerous hypotube and shaft kinks to the device. At 66.7cm from the strain relief there was separation. There was contrast present in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded and the distal markerband had damage in the form of a kink.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. It was reported that shaft kink occurred. The 85% stenosed target lesion was located in the distal part of left circumflex artery. A 2.50mm x 15mm emerge balloon catheter was selected for use. However, during unpacking, the physician found that the balloon shaft was kinked. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed shaft break.